Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is considered an unexpected adverse drug experience not related to the device.

Event description:
Healthcare professional (hcp) reporting injecting a patient with kybella® (with kybella® skin grid) in the submental fat, 1 syringe of juvéderm® ultra plus in the marionette and nasolabial folds, and 0.5 syringe of juvéderm voluma® xc in the mandibular and chin area. About 5-6 months later, patient developed dvt in the leg and a smaller dvt in the lungs. Pulmonary embolism was identified via CT scan. Patient was treated with eliquis by another provider. It is unknown if symptoms have resolved. The event is an unexpected adverse drug experience not related to the device.